Event description:
It was reported that the implantable cardioverter defibrillator exhibited early battery depletion. The elective replacement indicator was triggered on (B)(6) 2018. The device was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
Premature battery depletion was not confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. A longevity calculation was performed, and the device was within expected longevity performance. The cause of the field event was undetermined.